Event description:
The reporter stated that the device had a clutch error. There was no pt injury or treatment associated with this event. Upon evaluation, it was discovered that the size potentiometer was not working correctly.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. The complaint of the device displaying a clutch error was not verified. During calibration, it was discovered that the size potentiometer could not be calibrated properly which was then replaced. This is being monitored for trends.